Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that a lead warning was triggered due to high impedances on the right atrial (ra) lead. A polarity switch occurred and the patient experienced pocket stimulation as a result. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial lead warning occurred on (B)(4) 2014. Auto lead diagnostics shows bipolar open circuit paces/high impedance contributed to lead warning; polarity switch with successful unipolar paces. Chronic weekly atrial lead impedance trend is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.